Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the stapler was unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. Replaced by another device to complete the case. There was no patient injury.